Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rod of the thoraco-lumbar construct (th1-s1) was disconnected from the lateral ilium connector. The threads at lateral connector showed a mechanical deformation.

Manufacturer narrative:
Corrected data. Visual examination of the fenestrated poly-axial screw 7x70 revealed signs of operative usage. The drive feature of the screw is slightly damaged, consistent with the damage occurred during the explanting of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, the most likely root cause may due to the setscrew not being properly tightened in the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.